Manufacturer narrative:
The insulin pump received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 early morning with a blood glucose level of 19 mg/dl. The customer was found unconscious and had been hospitalized in the past for low blood glucose levels. The customer stated that they had high blood glucose levels of 400 mg/dl the previous sunday but their blood glucose levels would drop quickly with no activity in the middle of the night. The customer is unsure if their insulin pump was over delivering insulin. The customer stated that their reservoir was empty but does not think the insulin was delivered to them. The customer was treated with glucagon. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.